Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that their health care professional saw issues with automatic shut off feature in the insulin pump. Auto off feature was explained. The caller also reported that the customer had a low blood glucose level that was around 50 mg/dl. They treated with carbohydrates. They did not have the insulin pump with them. The customer stated they will call back. The device will not be returned for analysis.